Manufacturer narrative:
A field service engineer was dispatched on (B)(4) 2016. The fse was dispatched and when arrived at facility the customer replaced sample needle, analyzer up and running, qc issue resolved successfully and no further action required by field service. The g8 analyzer was functioning as intended with all errors cleared. The most probable cause of the reported event was sample needle partially plugged. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under (B)(4).

Event description:
On (B)(6) 2017 a customer reported low pressure on qc out of 12 have low area with the g8 analyzer. The customer is unable to run hbaic patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hbaic patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting.